Manufacturer narrative:
Review of the DHR for this device, serial number (B)(6), did not find any non-conformances or abnormalities related to the reportable malfunction/ allegation identified in this complaint record during testing of the device prior to distribution. The reported failure of active exhalation verification test is accommodated in the product risk management file as being linked to hazard with description patient exposure to function / deterioration of function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures.

Event description:
The manufacturer received information that a trilogy evo device had a red screen, and a vent inoperative message displayed when the device was turned on. The device was unable to boot into regular mode. There was no allegation of harm or injury reported. The device was returned to a third-party service center for evaluation. During the evaluation, the device failed active exhalation verification during preliminary testing. The service technician replaced the defective proportional valve (aecm) and 3-way solenoid valve, and the printed circuit assembly (pca) to correct the issue. The device passed final testing.